Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device pocket revision due to suspected twiddler's syndrome. Upon device interrogation, the right ventricular lead exhibited high capture threshold. During the procedure, it was discovered that the patient develop an infection. Moreover, physician noted that the sutures were broken on the suture sleeves possibly indicating that the patient manipulated the pocket. Physician put more slack in the ventricular lead to create a bigger "boot" in case the lead had dislodged. Programming changes were also made to resolve the high capture threshold issue. Patient's condition was stable before and after the procedure. Patient was transferred to a different hospital for a system extraction due to infection. Patient's device system was extracted on (B)(6) 2017. Patient was discharged home on antibiotics and will continue to be followed up regularly.